Event description:
It was reported that the customer was hospitalized for dka. The back pressure sensitive alarm had occurred many times. It indicated that the customer did not do an entire set change or follow the two hbg rule. The programming was accurate and the pump passed the functional tests. The customer was educated on the alarm and was instructed to follow the two hbg rule.